Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 11 cm distal of the is-connector pin. A distal, very stretched fragment and a proximal fragment were returned for analysis. During the inspection, the rope conductor to the shock coil was found be to severely coiled up in its lumen. In addition, the shock coil was deformed, indicating stress due to tensile forces during the extraction. There were massive calcifications at the rv shock electrode and at the tip electrode, mainly at the fixation. It cannot be ruled out that the tissue adhesion led to a rise in impedance. Other anomalies that could have led to the reported complaint were not noted at the available fragments. The measurement of the direct-current resistances of the electrical conductors proved to be inconspicuous. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted 46 months after implant because of impedances greater than 3000 ohms.